Event description:
An unk size aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. The pt had not been to the physician for a follow-up appointment for approx one-half-years. It was reported 40 months ost implant that the pt presented to the emergency room with severe back pain. The CT demostrated that the aortic neck had expandd, due to disease progression resulting in a type 1 endoleak and a contained aneurysm rupture. The physician elected to implant a medtronic aortic cuff and the type 1 endoleak resolved. The pt was in stable condition at the end of the procedure and no additional clinical sequelae were reported.